Event description:
On 2nd july 2025, it was reported by an arthrex employee via email that an ar-3652sp-1, fibertak® rc suture anchor, (white/black), was bent and therefore did not deploy into the bone. This was detected during use in a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully as they opted to use an ar-2324bcct-1 swivelock anchor instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), photographs, videos, event descriptions, and additional field data, arthrex was able to determine the most likely cause of the reported issue. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.